Manufacturer narrative:
(B)(4). The customer was contacted and informed that this device has reached it's end of life for parts, service and support. The customer stated they will retire this device. The product will not be returned.

Event description:
It was reported that a pulse oximeter display was missing segments. There was no patient involvement.